Event description:
Caller reported experiencing a cartridge alarm 20 during the load process, but confirmed that it did not cause blood glucose levels to exceed 500 mg/dl, indicating a normal range with no adverse impact. As a corrective measure, the customer will continue using the current pump along with injections while a replacement pump with updated software is being sent by technical support. Additional instructions were provided regarding storage mode and the return of the problematic pump.